Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Unexpected pump error alarmed (power error alarm) while monitoring and pump error was triggered when the lithium backup battery (loaded vlith) was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector forj6 on pcba 1 was properly connected during visual inspection. The j6connector was disconnected and reconnected then monitored for 2 days with the pump functioning properly during testing as shown in the power management graph. Pump was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Event description:
The customer reported via phone call that they experienced power system error. The customer's blood glucose value was unknown. The customer stated that the pump alarmed every 4 hours. The customer reported the alarm did not occur during the rewind/load reservoir/fill tubing process. The product was returned for analysis.